Event description:
A registered nurse at a post addiction treatment center reported experiencing an inaccurate high result with a one touch enhanced basic meter. The pt's fasting blood glucose result was 54mg/dl (whole blood) on the meter and the lab was 34mg/dl (serum) with a difference of 26mg. Tests were done at the same time. Pt was given breakfast and later meter result was 236. Pt did not experience any adverse events. No further info has been reported. Nurse satisfied.